Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. The blood glucose at the time of the incident was 268 mg/dl; treated with manual injection. Troubleshooting was performed; the customer stated that just a small amount of insulin exit during prime after disconnecting and reconnecting the infusion set and reservoir. It was found that the customer holds everything in his hands while removing the reservoir from the blue transfer guard. He was advised to change the entire infusion set, reservoir and insulin. The no delivery alarm was resolved after the complete set change. The reservoir will not be returned for analysis.